Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that due to mesh exposure the patient underwent revision/removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, incontinence and mesh exposure.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urgency, hematuria, and urinary tract infection.